Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurring occlusion alerts with an infusion set, which resolved after changing supplies, and observed insulin spraying from the tubing upon removal as if flow was obstructed; glucose levels remained stable, and the user noted an increased a1c since starting the system. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an obstruction of flow associated with the connector/coupler and a deformation problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.